Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The specific event date was not available; therefore, the date (B)(6) 2023 was used as estimate.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed as he experienced recurring incontinence and the cuff presented wear and a tear. Subsequently a reimplant surgery was performed with no further patient complications.